Event description:
Reporter alleged the customer obtained discrepant blood glucose results on their compact system compared to the customer's log book results. Reporter stated the system memory indicated a blood glucose result of 11 mg/dl; however, the log book documented a result of 144 mg/dl. Reporter indicated the results were recorded with the same time and date. It was stated the customer has not been experiencing any hypoglycemic or hyperglycemic symptoms when testing. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.